Event description:
It was reported that a user experienced sustained hyperglycemia while on the ilet, with home fingerstick confirmation around the low 200s mg/dl and concerns that the system was not correcting adequately; contributing factors included suspected infusion set tubing kinks and uncertain age of the insulin cartridge, and a full supply change was performed with insulin delivery resumed. Customer care provided support that included guided troubleshooting. Investigation of this case revealed a likely infusion site or supply issue with unclear root cause of the hyperglycemia. No symptoms associated with elevated blood glucose. Outcomes included no medical intervention. It was concluded that the event was user- and use-environment related with no device malfunction confirmed and cause of hyperglycemia unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.